Manufacturer narrative:
A ge service representative performed an on site investigation. The key switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the sys key switch was broken in the off position. The sys will have no power and will not boot up. There are no reports of injury or death associated with this event.